Event description:
It was reported that the left cylinder of this inflatable penile prosthesis was not inflating; therefore, a surgical procedure was performed to remove and replace the device. There were no patient complications reported.